Manufacturer narrative:
(B)(4). Evaluation results: (deformation problem); related to operational context (controls are in place to detect damage as seen on the returned device). Conclusion results: related to operational context (controls are in place to detect damage as seen on the returned device).

Event description:
A sprinter legend rx balloon dilation was been used to treat a lesion. The lad exhibited stenosis of between 50 and 90%. The device was inspected prior to use with no issue noted. Resistance was experienced when advancing to the lesion. The device was unable to cross the lesion. There was no patient injury reported. Device evaluation: the balloon had been inflated. Pressure was applied to the device and liquid was seen exiting the balloon. A small radial tear was located on the mid portion of the balloon working length.